Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With review of the available information and as reported, clinical factors including the aneurysm morphology contributed to the loops of the coil loops prolapsing into the parent vessel during placement. This and device interaction also contributed to the protrusion of the last coil. With review of the reported information and the device history records there is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Event description:
During the procedure, after position 80% of the 2x2.5 microsphere microcoil (sph10020020/c12087) in a 3.1x2.1mm ophthalmic aneurysm through the sl10 microcatheter, the last 20% kept pushing/kicking out the microcatheter back out of the aneurysm. An intermediate catheter was added for additional support and tried again with the same result. Thee procedure was completed using ev3 coils. The vessel had moderate tortuousity. There was no patient injury and device will not be returned for analysis.